Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer also reported that they called emergency medical services prior to hospitalization. The customer's blood glucose was over 400 mg/dl at the time of incident. The customer's blood glucose was 222 mg/dl at the time of call. The customer stated that they had symptoms of high blood glucose such as vomiting and nausea. The customer stated that they were wearing the insulin pump during hospitalization. The customer also reported that they received several no delivery alarms. The customer stated that they kept receiving no delivery alarm during bolus delivery. The insulin pump will not be returned for analysis.